Event description:
The pressure wire would not register it was in the patient. The wire was removed and replaced with no harm to the patient. Clinical site notified the mfg rep directly. Manufacturer response for pressure wire, (brand not provided) (per site reporter).